Event description:
The doctor reported that the intraocular lens he implanted during routine cataract surgery appears through slit lamp examination to be a multifocal lens, and not a monofocal lens as labeled. Lens remains implanted.

Manufacturer narrative:
The manufacturer is unable to confirm the physician's observation, as the lens remains implanted and is not available for analysis. No abnormalities were found during the manufacturing. Inspection and labeling processes associated with this intraocular lens. Quality assurance personnel at the manufacturing facility evaluated all of these processes and determined that the probability of bypassing the current controls and mechanisms of the system is negligible. We are unable to identify any probable causes for this report or definitively determine how this event may have occurred.